Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an aorto-iliac-femoral bypass treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was a chronic total occlusion located in the severely calcified distal superficial femoral artery. This 7.0x40, 135cm mustang balloon catheter was selected. The mustang ruptured at 14atm upon the 3rd inflation (1st: 12atm, 2nd: 12atm). The device was removed from the patient intact. The procedure was continued with a different device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during an aorto-iliac-femoral bypass treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The target lesion was a chronic total occlusion located in the severely calcified distal superficial femoral artery. This 7.0x40, 135cm mustang balloon catheter was selected. The mustang ruptured at 14atm upon the 3rd inflation (1st: 12atm, 2nd: 12atm). The device was removed from the patient intact. The procedure was continued with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Initial examination of the returned device noted that the balloon material was torn longitudinally with partial circumferential tear. The circumferential tear is located at 3mm distal to the distal edge of the proximal balloon sleeve. The longitudinal tear is 24mm in length and runs distally from approximately 3mm from the distal end of the proximal balloon sleeve. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).